Manufacturer narrative:
The serial number of the cobas integra 400 plus is (B)(6). The field service engineer (fse) inspected the analyzer and noted the following: the cleaner float switch was not working properly, potentially causing imprecise pipetting of the probe; the cleaner bottle was empty but was not flagged by the system; and the pinch valve in the ion-selective electrode (ise) module was malfunctioning causing the ise calibrators not to prime properly. He then replaced the cleaner bottle, cleaned the ise pinch valves, and reseated the tubing. He performed ise primes, ise calibrations, and qc with successful results. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect ci for gen.2 results from 20 patient samples tested on the cobas integra 400 plus. The initial results were not reported outside of the laboratory. The reporter noted that the cl results were running high compared to the patient history prompting the rerun of the patient samples. The reporter was able to provide two examples of discrepant results: sample 1 the initial cl result was 122 mmol/l. The repeat result was 105 mmol/l. Sample 2 the initial cl result was 118 mmol/l. The repeat result was 106 mmol/l. The repeat results were deemed correct.

Manufacturer narrative:
After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.